Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were unable to be obtained.

Manufacturer narrative:
Concomitant medical products: femoral stem, tibial insert 02-012-44-2511, tibial tray 02-012-45-2515, tibial stem extension 204-34-02, patellar 200-02-32. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via an exactech clinical knee replacement study, that a 68 yo female, initial implant date, (B)(6) 2014, was revised on (B)(6) 2017, approximately 3 years 6 months post the initial procedure due to aseptic femoral loosening. The femoral component and the tibial insert were revised. The study indicates the event was unlikely related to the device and definitely related to the procedure. The event required inpatient hospitalization. The outcome indicates resolved on (B)(6) 2018. No device returns anticipated due to study guidelines. No further information.